Event description:
Per the info provided to MFR by the physician's office, the device was removed due to "perforation-right distal corpus." As reported, the entire device was removed and replaced with the same style prosthesis, produced by the same MFR.